Event description:
It was reported that since the ventricular assist device (vad) was implanted, the patient has had chronic issues with low flow which was often attributed to hypovolemia with multiple hospital admissions. The last admission due to low flow was (B)(6) 2015, to a step down unit. In order to increase flow the pump speed was increased from 3000 to 3200, this was unsuccessful. Right heart catheterization results were cvp 8-10, pas 61/21, wedge 35, co 1.9 and ci 1.6. Svo2 54% without inotropes with 3200 rpms, flow 2.3 and 4.5 watts. Map 70-80. CT angio revealed a significant occlusion of the outflow graft, dobutamine gtt 4 mcg was started for medical treatment. Per the healthcare team, the patient is not a good candidate for further surgical intervention secondary to comorbidities and a previous history of cva. The healthcare team continued the patient on dobutamine and turned the vad off. Additional information received indicates the patient expired while in the hospital; date of death is unknown and not reported. It is not reported if an autopsy will be performed or if the device will be returned for analysis.

Event description:
The report is about a (B)(6) study patient. The occlusion was identified to be a thrombus. Facility 3500a is attached.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Device remains implanted.